Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the reported issue, the fse replaced the drive manifold. The fse also stated that the unit was used for 3-4 days and no problems were found. The unit was then released to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an intermittent low vacuum. There was no patient involvement.